Event description:
It was reported the physician attempted to reposition the lead due to "bad sensing." The sensing measured on the analyzer was good at 20mv, but when connected to the device, sensing was below 4mv. The lead was explanted and replaced. When the new lead was connected to the device, high impedance was measured. It was not possible to turn the setscrew and fix the lead into the header connector anymore. The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found.